Event description:
It was reported to tyco healthcare/kendall on 4/4/2008 that a customer had an issue with the heparin prefilled syringes. The customer reports that she has been vomiting, dizzy, lethargic and had a thick tongue. She reports that her symptoms began approx 3 hrs after receiving heparin. She reports that she receives the heparin as she receives IV immunoglobulins.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.